Event description:
A potential for mismatch of sample identification and results exists for the roche/hitachi 917 disk analyzer. Programming stat samples while the analyzer is in reagent interrupt or sample stop (s.stop) could cause a potential for the mismatch of sample identification and results.